Event description:
A healthcare professional reported that an ophthalmic handpiece exhibited no phaco during chop procedure. Procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phaco handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The phaco handpiece was received for testing on this investigation. A visual assessment of the returned sample did not reveal any nonconformities. The handpiece was then connected to a calibrated system, where it was successfully recognized, calibrated, primed, and tuned. The sample successfully completed a five-minute burn-in test. The sample was then connected to a calibrated resistance test box, where its input and output impedance met specifications. It also passed the dynamic test fixture (dtf) testing criteria for recognition, tuning, and ultrasonic (us) and torsional stroke length. The hp was found to meet specifications. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).